Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 220 mg/dl today. Customer was on vacation at the beach and the pump may have gotten wet, but the customer never went in the water with it. Customer stated that the pump was working but now she is getting more button error alarms today. Customer can clear it sometimes, but then it goes back to the button error alarm. Customer also had weak battery alarms and battery out limit alarms because she was taking the battery out to try to resolve the button issues. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Pump received with normal operating currents and no alarms noted during testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd and reservoir tube windows, cracked belt clip slot, case cracked at the reservoir tube window corner, and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.